Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board, poor connection and worn out video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: did not work and cannot process an image due to faulty printed circuit board. Additionally, there was a poor connection due to worn out video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not work with specific models of scopes and would not process an image. There were no reports of patient harm.